Event description:
It was reported that a dissection occurred. The 90 % stenosed target lesion was located in the moderately calcified and severely calcified mid left circumflex. The lesion was pre-dilated with a 2.50 mm x 10 mm non-complaint non-boston scientific balloon. A 2.75 mm x 24 mm synergy xd drug-eluting stent (des) was then advanced and deployed at 14 atm for 15 seconds. Post-deployment, a distal stent edge dissection occurred due to the lipid-rich plaque. The dissection was further described as type b and resulted in timi ii flow. A 2.50 mm x 12 mm synergy xd des was deployed to cover the dissection and the procedure was completed. There patient was stable post-procedure and fully recovered.